Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that a piece of the insulation came off the tip. The piece did fall off during use but did not fall into the patient cavity. There was no injury to the patient.

Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: 09/16/2016. Evaluation of the incident device found the blue heat shrink tubing to be buckled back on itself. Investigation determined the buckling was the result of the tip protector being forcefully pressed back on the heat shrink, exposing and loosening the ptfe protector. Review of the manufacturing non-conformance records did not identify any pertinent entries. The product was released meeting specifications.